Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient(pt) wanted to know what to do with their external devices since they had their ins removed. Pt stated that since about two months after their doi pt had not seen an improvement in their symptoms. Pt stated their device was not working for them and confirmed they had not experienced symptoms relief. Pt stated they noticed even a year after their doi their symptoms were not improved. Pt stated after their surgery pt met with their hcp and worked on adjusting their stimulation to no avail. Pt stated they worked with a new gi hcp to have some new medications prescribed and they experienced relief soon after.  Documented reported event. No further action was taken by patient services. No further complications were reported at this time.